Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical devices: item # unk, stem, lot # unk, item # unk, shell, lot # unk, item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04924.

Event description:
It was reported that approximately 4 months post implantation, the patient had reported multiple dislocations over the prior few weeks. Patient began working out and noticed groin pain when walking or with certain activities. Six months post implantation, the patient reported dislocation of the hip and went to the ER for a closed reduction. Seven month post implantation, patient reported a second dislocation while standing, and again had a closed reduction. 8 month post implantation, the patient reported a third dislocation of the hip that had occurred 1.5 weeks prior. This was an anterior dislocation, which was reduced in the ER. A revision procedure was suggested to the patient, and no revision has yet been reported to date. Attempts have been made, and no further information has been provided.